Manufacturer narrative:
The device was sent for investigation and possibly repairs to the manufacturer. No relevant malfunction was detected in the repair shop in (B)(6). Only the frequency was minimal too low and has been readjusted. However, this little deviation cannot have caused the reported event. All other values were found within specification. The device was also tested in an endurance run without any abnormalities detected. The used breathing circuit was not available for investigation. A leakage in the breathing circuit may have caused the insufficient pressure build-up. The operational readiness of the device must be checked according to the instructions of use before each use, complete with breathing hose and breathing valve. During the event the device has alarmed for airway pressure low. No device failure was found, which could have caused this event. This is an isolated case and no further measures are planned.

Event description:
It was reported:"after the breathing valve was connected and the device was turned on, no ventilation pressure has been built up. The device was removed and a device from another rescue car was connected. In the subsequent testing of the device again no pressure could be built up. The device is already sent to drager." According to the user, the device was checked earlier on that day without showing any malfunction. Additionally, before the event a patient has already been ventilated with this device without any problems. There are disposable breathing circuits used with the device. No patient injury has been reported.

Manufacturer narrative:
Follow-up to the first report: some patient-hose-systems were now made available for investigation. The reported problem was observed with one of the disposable hose systems: due to a leakage at the expiratory valve no breathing pressure could be built up. This is a very rare failure. This type of hose system is absolutely non conspicuous under the aspect of claims and complaints. The leakage will be detected during the pre-use check of the device.

Event description:
.